Manufacturer narrative:
One opened/used sensor was inspected and tested and it passed per specification with accurate readings.

Event description:
Customer reported to have experienced blood glucose versus sensor glucose issues. Customer's blood glucose was 73 mg/dl. After troubleshooting, customer was advised that sensor will be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.